Event description:
During the treatment of an aneurysm, the coil detached in the microcatheter during positioning. The coil and microcatheter were successfully retrieved using a snare. No harm was reported. Pt info - pt identifier, age, sex and weight are not available.

Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the device contained within the microcatheter. Both the delivery pusher and the microcatheter had the proximal ends cut and removed. The distal end of the implant was protruding out the distal end of the microcatheter. The device was removed from the microcatheter. In doing so, it was observed the coil was attached. However, the coil was extremely stretched at the proximal end. The root cause of this complaint appears to be that the coil stretched during positioning. The majority of the microcatheter was removed and not included for eval. It is unk if the microcatheter contributed to this incident. The user may have perceived the stretching of the coil to be prematurely detached. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.